Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was upgraded to status 1a on the transplant list due to suspected hemolysis. The patient's lactate dehydrogenase (ldh) was increasing and was also experiencing shortness of breath. The patient was transplanted.

Manufacturer narrative:
The explanted device was returned to the manufacturr for evaluation and is currently being analyzed. No further informaton is available at this time. A supplemental report will be submitted when the device analysis is completed.